Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that saline leaked from the bd nexiva¿ closed IV catheter system cannula tip. The following information was provided by the initial reporter, translated from japanese: "this is a report about a damaged cannula of nexiva. According to the customer's report, when saline was injected into nexiva, it leaked from around the middle of the cannula possibly due to a damage between the tip and root of the cannula."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the video submitted for evaluation. The video displayed flushing of the catheter and the fluid appeared to be leaking out of the catheter tubing. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The video did not provide enough evidence to confirm a definite root cause. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that saline leaked from the bd nexiva¿ closed IV catheter system cannula tip. The following information was provided by the initial reporter, translated from japanese: "this is a report about a damaged cannula of nexiva. According to the customer's report, when saline was injected into nexiva, it leaked from around the middle of the cannula possibly due to a damage between the tip and root of the cannula."